Event description:
A 24 mm diameter x 14 diameter x 16.5 cm length aneutx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had moderately calcified iliac arteries, calcium was also present inferior to the left renal artery. The aneurx stent grafts were implanted in the pt without complication; however there was a proximal type I endoleak present at the end of the procedure. The area was ballooned, but the leak was still present. The area was ballooned a second time unsuccessfully. The third ballooning attempt was done with a 25 mm balloon that was inflated to 4 atm and that ruptured the aortic neck just distal to the left renal artery, where calcium was reported to be present and the proximal aspect of the aneurysm. The pt was converted to open repair. The left kidney was unable to be repaired and the kidney was lost. No additional clinical sequelae were reported and the pt is reportdly doing well after the procedure.